Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? What is the most current patient health status and condition? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a gastric resection, a circular stapler ref. Cdh29b lot. 812a37 was used in the gastric resection operating session performed by the chief physician of general surgery 3 of (B)(6) hospital in (B)(6). In detail, it happened that during the gastro-jejunal anastomosis the stapler performed a resection without packaging the suture and therefore no exit of the suture agrapha¿s, so it was necessary to carry out the manual suture. The surgery was delayed by 20-minutes. No fragments were generated. The procedure was successfully completed with no patient consequences reported at this time.

Manufacturer narrative:
(B)(4). Date sent: 10/17/2022. D4: batch # 812a37. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29b device arrived with marks in the safety, with all the staples present and protruding inside the pockets. The breakaway washer was present and uncut. In addition, a tyvek was received along with the device, no functional test was performed in order to preserve the evidence. It appears that an attempt was made to fire the device with the safety engaged. It should be notice that to fire the device, draw the red safety back toward the adjusting knob until it seats into the body of the device. If the safety cannot be released, the device is not in the safe firing range. Please reference the instructions for use for additional information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.